Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective coolant block with the board. The event log review indicated a "coolant empty" alarm on the reported event date, confirming the reported complaint. The thermogard system failed functional testing due to the "coolant low" message displayed after powering up, confirming the reported complaint. The coolant block with the board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message. No patient involvement.